Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was exchanged with a longer lens due to low vault. This resolved the problem. Claim#(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports there is low vaulting. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.